Event description:
Customer called to report a drive tube leak at 1232ml whole blood processed (wbp), customer states the patient is okay. Customer aborted the treatment & did not return any blood/blood products to the patient. Estimated total blood loss calculations=284.4ml. Customer stated the upper bearing has been damaged but the leak is from the drive tube, in between the two retainer clips, as if the tubing was stretched and came into contact with the centrifuge chamber walls and that contact is where the leak is coming from. Customer will alert the patient's provider of the blood loss to determine if the patient will require further medical care. Therakos contacted the customer back regarding patient condition. Customer stated that the patient was given one unit red cells on thursday, (B)(6) 2014 and another unit of red cells on friday, (B)(6) 2014. Patient is stable. Service order 470 was dispatched to inspect instrument. Customer sent kit & photos for investigation.

Manufacturer narrative:
Batch record review of lot c306 was conducted. There were no non conformances associated with this event type reported for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected. CAPA# (B)(4) is already open to investigate cellex drive tube leaks/breaks. Service order (B)(4) feedback: engineer cleaned and checked centrifuge leak strip, tube clamp sensors, centrifuge door and pump heads. Cleaned all covers and inspected for damage, leak strip was ok. The assessment is based on information available at the time of the investigation. Patient required medical intervention (two units of packed cells were transfused) after the treatment. Customer submitted photos & kit for investigation. No root cause for the drive tube leak can yet be determined. The investigation remains ongoing at this time. A supplemental will be submitted once the investigation is complete.